Event description:
Literature: bassani l, harter dh. Paraspinal subfascial placement of lumbar intrathecal baclofen catheters: short-term outcomes of a novel technique. Journal of neurosurgery: pediatrics. 2012;9(1):93-98. Doi: 10.3171/2011.10.peds11168. Summary: the authors report on a novel method of paraspinal subfascial lumbar catheter placement to improve hardware erosion, catheter migration and csf leak for patients who receive an implanted intrathecal pump. Twenty patients received an implanted intrathecal pump for the delivery of baclofen between (B)(6) 2010 and (B)(6) 2011; they were followed for an average of 5 months. Reportable event: the authors reported on a (B)(6) female (case (B)(6)) who required removal of the entire itb pump system secondary to a (B)(6) and pseudomonas abdominal wound infection 3 weeks after implantation.

Manufacturer narrative:
(B)(4).